Event description:
It was reported that the patient was in the hospital due to bradycardia, and the physician wanted to disable the vns device. No additional relevant information has been received to date.